Manufacturer narrative:
Complaint is confirmed. Performed investigation. Found indications of memory overwrite in download. Unit of measure was set at mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error message and add'l icons on her unlocked freestyle meter. These messages are in indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.